Manufacturer narrative:
E1) address- line 1: (B)(6). The device was returned to olympus for evaluation and the reported event was confirmed due to a defective dimming cable socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that when the xenon light source was connected to the gastrointestinal videoscope, the image displayed was normal. However, when the device was connected to a colonovideoscope, the image displayed was noisy. This occurred during preparation for a gastroscopy procedure; patient was not under anesthesia. The procedure was completed with no delay, using another device. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to output connector failure. Olympus will continue to monitor field performance for this device.